Event description:
Caller reported difficulty pressing the pump's quick bolus/wake button, which required multiple attempts to activate the screen. There was no reported impact to the customer's blood glucose level, as the caller declined to provide specific readings. Technical support instructed the caller to try pressing the button firmly and supported from the bottom of the pump. Despite these attempts, the button remained difficult to use. As a corrective action, technical support decided to replace the pump with one containing updated software. The caller was informed about the replacement and related steps, including returning the problematic device within 10 days, which the caller acknowledged. Additionally, the caller reported cgm inaccuracy and planned to contact dexcom technical support directly to address sensor issues.